Event description:
During arthroscopic meniscal repair surgery, the surgeon reports experiencing a variety of problems with the fast-fix device including implant fracturing, broken suture, and partial deployment of the implant. There was a 45 minute delay in surgery and the surgeon used a different technique to complete the procedure. No patient injury was reported.